Event description:
It was reported that the patient with this implantable pacemaker experienced heart rate at 107 beats per minute (bpm), pain across the chest and could not lift the arms up. Also, patient stated that the device had device slid under the arm and patient had go through surgery to pull the pacemaker out and attach to the ribcage. Boston scientific technical services (ts) referred the patient to physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: patient codes.

Event description:
It was reported that the patient with this implantable pacemaker experienced heart rate at 107 beats per minute (bpm), pain across the chest and could not lift the arms up. Also, patient stated that the device had device slid under the arm and patient had go through surgery to pull the pacemaker out and attach to the ribcage. Boston scientific technical services (ts) referred the patient to physician. This device remains in service. No adverse patient effects were reported.